Event description:
It was reported that the 9800 system was arcing. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The tube was replaced and the filament and generator were calibrated during the service call. The system was tested and found to be working as intended, and put back into service.